Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) database for the reported lot revealed no associated nonconforming material records (ncmr) or exceptions that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, with both devices, a cuff miss occurred as when the plunger was retracted after needle placement, the suture could not be verified. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.